Manufacturer narrative:
An implantable cardioverter defibrillator was returned for analysis at elective replacement indicator. The device image displayed an alert for capacitor charge time limit reached on (B)(6) 2019. The patient notifier log entry corroborated the received alert. Bench testing showed all electrical values normal and no anomalies. The event of the capacitor charge timeout was not reproduced and the cause remains inconclusive.

Event description:
This is to report of an event observed during analysis.